Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. This complaint is legal. The patient was revised for recurrent dislocations. Medical records confirm the dislocations. Update 4/29/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, crunching, clicking and elevated metal ions that were addressed at first revision. Revision surgery reported 3 prior dislocations. Lot updated for femoral head. The complaint was updated on: may 19, 2016. Update ad 04 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. Ppf alleges loosening of cup, stem and dislocation after first revision. Added cup and screws to address loosening, law firm, revision hospital and updated patient name. The stem is already reported on 1st revision. Doi: (B)(6) 2014 - dor: (B)(6) 2014, (left hip). (B)(4) for left hip 1st revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.